Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device. The customer's report was verified and attributed to a faulty multifunction cable. The multifunction cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.